Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage was observed at the male luer of the bd q-syte¿ luer access split-septum stand-alone device near the septum during the flush, and became worse when the pressure increased. Later, the device was inspected, and a hole was found near the septum, which was reported to be the vent-hole. The following information was provided by the initial reporter, translated from chinese to english: "leakage was noticed at the male luer near to the septum in the flushing when connected to the flush. The leakage was worser when the pressure was higher. A hole was found near the septum, based on the communication with sales rep. It should be the vent-hole."

Event description:
It was reported that leakage was observed at the male luer of the bd q-syte¿ luer access split-septum stand-alone device near the septum during the flush, and became worse when the pressure increased. Later, the device was inspected, and a hole was found near the septum, which was reported to be the vent-hole. The following information was provided by the initial reporter, translated from chinese to english: "leakage was noticed at the male luer near to the septum in the flushing when connected to the flush. The leakage was worser when the pressure was higher. A hole was found near the septum, based on the communication with sales rep. It should be the vent-hole."

Manufacturer narrative:
H.6. Investigation summary: bd received an unused q-syte unit from lot 8115560 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a tear to the bottom disk of the septum and the column wall. However, during the water/air leak test no leakage was observed coming from the unit. Based off the testing performed we were unable to recreate the reported issue and could not confirm this issue. However, the damage observed could lead to a potential leak. The engineer could not determine a definitive root cause for this issue. The manufacturing facility has been notified of this incident and the findings.